Manufacturer narrative:
Unit received with blank display due to moisture damage electronic assembly. Unable to performed the displacement test due to blank display anomaly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported, the customer had physical damage to their insulin pump. Customer stated there was a long crack along the edge of their insulin pump. The customer could not recall any significant events leading to the damage. Customer's blood glucose was 3.4 mmol/l. The customer was advised their insulin pump will be replaced.